Manufacturer narrative:
It was reported that there were slight fluctuations in rpm values, even when the cardiohelp was operating in rpm mode with a fixed setpoint. The rpm fluctuations were minor compared to the set rpm values. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-04-22. According to the customer, the cardiohelp returned to stable rmp values after a few hours without any interventions. The fst could not replicate the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure could not be reproduced,. Therefore no exact root cause could be determined. According to the support case linked to this complaint, the rpm fluctuation values were within acceptable range. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: no / wrong flow information:- disturbance (emi) - influence of other ultrasonic devices, e.g flow sensor. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-04-29 for the period of 2022-03-15 to 2025-04-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-03-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "rpm fluctuations" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Note: this event occurred on the south korea market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in south korea during treatment. It was reported that there were slight fluctuations in rpm values, even when the cardiohelp was operating in rpm mode with a fixed setpoint. The rpm fluctuations were minor compared to the set rpm values. Any flow issue or flow reading issues can lead to a pump stop if the interventions were set by the user. Therefore, a report is required. Complaint ID: (B)(4).